Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The unit displayed no non-conformances other than being returned partially disassembled. Engineering was unable to confirm the customer experience with the event unit. The root cause of the bead detachment remains unknown. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown: inservice- "dr. (B)(6) requested to open and deploy the sterile stock to confirm product would be suitable for future lobectomy's. Dr retracted the handle and the bag closed. As the dr removed the introducer from the bag, the green guide bead had detached from the bag and remained stuck in the mouth of the introducer. Bead then fell onto the table." Patient status - unknown.